Event description:
Additional information was received that x-rays were taken but were not sent to the manufacturer for review. The patient¿s generator was not turned off in response to the high impedance being seen. There was no manipulation or trauma reported that caused or contributed to the high impedance.

Event description:
On (B)(6) 2014, it was reported that the patient's vns device had high lead impedance. This was discovered the day before at the patient's routine appointment. The physician was informed of the recommendation to disable the vns device after high lead impedance is observed. The patient underwent vns replacement surgery on (B)(6) 2014 for the high lead impedance and battery replacement. The explanted devices will not be returned per the explanting facility. No other information has been provided.